Event description:
Bilateral silicone breast implants were implanted 1/2/74 (MFR & location of surgery unk). Pt recently complained of bilateral pain, significant deformity & asymmetry noted bilaterally. Mammograms suggested leakage of silicone gel implants. Bilateral breast implants removed 4/28/98 and found to be leaking. The shell of the right capsule was virtually non-existant & dissolved. The left implant was also leaking & removed.